Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician. This is an ancillary service event. Visual inspection was performed. Evaluation revealed that the device could not turn on, determined to be from a damaged battery. The cause of the condition was determined to be from a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.